Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. Customer's blood glucose was 420 mg/dl at the time of incident. Troubleshooting found that the customer has tried all remedies including changing the infusion set, reservoir and site location. Troubleshooting found that the alarm could not be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received in stuck manufacturing mode. Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit was received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.